Event description:
A falsely elevated troponin I result of 6.5 ng/ml was obtained. The results was reported to the physician who questioned the result. The original sample was retested and results of 0.02 ng/ml and 0.04 ng/ml were obtained. The original sample was retested on an alternate dimension analyzer and a result of 0.03 ng/ml was obtained. Treatment was not prescribed or altered as a result of this incident. There was no report of adverse health consequences as a result of the falsely depressed troponin I result. The probable cause of the falsely depressed troponin I result was a slipping hm wash pump due to lack of customer maintenance.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was slipping of the hm wash pump due to lack of customer maintenance. Siemens healthcare diagnostics inc (B) (4) specialist provided troubleshooting recommendations which the customer followed to correct the malfunction. The instrument is performing within specifications.